Manufacturer narrative:
A product investigation is in progress.

Event description:
Cotton from tampon remained inside [foreign body in reproductive tract] cotton pulled away from tampon [device breakage] consumer reported via e-mail that cotton pulled away from tampon. No serious injury reported.

Event description:
Cotton from tampon remained inside [foreign body in reproductive tract]. Cotton pulled away from tampon [device breakage]. Case description: consumer reported via e-mail that cotton pulled away from tampon. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.